Manufacturer narrative:
The second patient sample was repeated on (B)(6) 2014.

Manufacturer narrative:
Bun and creatinine results were questioned for a total of three patient samples. Only patients one and two had erroneous results that were reported outside of the laboratory. The sample for patient one was initially tested on (B)(6) 2014. The customer was asked, but could not provide the specific results for this patient sample. Patient one was sent to the emergency room and "labs" were drawn. The results of this patient were deemed normal in the emergency room. The customer was asked, but could not provide the results obtained when the patient was in the emergency room. The customer could not provide any additional information for patient one. It was asked, but it is not known if patient one was adversely affected. No adverse events were alleged. Patient one is a (B)(6) male.

Manufacturer narrative:
It was determined that a combination of misadjustment of the reagent probe and water pressure were the root cause.

Event description:
The customer reported that they received erroneous bun and creatinine jaffé (creatinine) results for two patient samples. The customer was asked to provide information for the first patient sample, but the customer could not provide any specific information. The customer was asked for the date the first sample was run, but the customer could not provide the specific information. The earliest known date this sample was run is on (B)(6) 2014. The second patient sample had an erroneous creatinine result that was reported outside of the laboratory. The sample for the second patient, a female born on (B)(6), initially resulted as 2.69 mg/dl for creatinine on (B)(6) 2014. This initial value was reported outside of the laboratory. The patient was admitted to the hospital based on the erroneous result. While the patient was hospitalized, the patient was tested again and results were found to be normal. The sample in question was repeated on a different c701 analyzer on (B)(6) 2014 and resulted as 0.94 mg/dl for creatinine. The repeat result was believed to be correct and a corrected report was issued. Both involved patients were admitted to the hospital due to erroneous results. It is not known if the first patient was adversely affected due to being hospitalized. A clarification has been requested. The customer was asked, but did not know if the second patient was adversely affected due to being hospitalized. No adverse events were alleged. The creatinine reagent lot number and expiration date were asked for, but not provided. The field service representative determined that the reagent probes were misadjusted. He adjusted the reagent probes, adjusted the system pressure, and performed the rest of the fluidic adjustments. He checked the wash stations, rinse stations, and reaction wheel. The customer ran calibration and quality controls, with results meeting their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.